Event description:
Beim aufstarten vom hamilton-c1 in den ncpap modus (neonatal) kommt immer die meldung "flowsensor kalibrieren", obwohl kein flowsensor angeschlossen wird. Wenn man nun direkt die beatmung startet wird kein wert beim fluss angezeigt. Startet das gerät jedoch in einem anderen modus und anschliessend ncpap auswählt hat man keine probleme und der fluss wird auch angezeigt. Fehler bei hamilton-c1/t1 mit software 3.0.2 und 3.0.3 festgestellt!

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a software error. In consequence plfc-17042 was created to rectify this software error. There was no patient or user harm reported.